Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the programmer would not turn on and attributed it to a bad power supply which was replaced. Analysis also noted that the system fan was noisy and it was replaced as well. The device then passed all final functional and systems tests and no other anomalies were found. Concomitant medical products: product ID: r2290 software analyzer. (B)(4).

Event description:
It was reported that when the programmer was turned on it seemed burned as the user reported they heard a very loud sound and then the programmer would not stay lit. The programmer was returned for service. It was also requested that the programmer receive a test and calibration procedure. There was no patient involvement.